Event description:
The company received a report where it was claimed that the device did not provide an audible tone with the loss of signal during pt use. Covidien is attempting to gather further info related to this report.

Manufacturer narrative:
At this time, no further info has been provided by the customer. Covidien has been informed that more detailed info will be provided at a later date. No serial number provided and the device is not expected to be returned for eval.